Event description:
Due to a skin infection + pus over the ci, explantation planned still on (B)(6) 2026. The user has a common cavity malformation. The clinic will proceed with explantation on (B)(6) 2026 and will perform re-implantation after complete healing.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Skin infection + pus over the ci.device was explanted, re-implantation will occur after complete healing.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a chronic and progressive skin infection at the implant side. A review of the devices sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet.